Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient's shakes were starting to come back. The patient did not have a patient programmer but the ins recharger said the ins was off. During the call the patient turned the ins back on and it was 75% charged. No further complications were reported or anticipated.